Manufacturer narrative:
A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has identified additional complaints for this lot number on file. One used blade was returned for evaluation. Functional testing was performed and the inner blade rotated freely within the outer. The returned blade assembly was evaluated for shedding (seizing, broken, non-operative). The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative). ). A root cause was determined to be a manufacturing issue which has since been addressed.

Event description:
During an unknown procedure, it was reported that the blade was noisy and shedding within the joint. The surgeon managed to flush out all debris via irrigation. There was no specified time delay.